Manufacturer narrative:
The following information concerning the evaluation of the device was documented by a viasys tech support specialist in repsonde to a phone conversation with a user facility rep. "I called and spoke with biomed and he informed me that a viasys field service rep came and looked at unit and upgrade software and did a expiratory valve calbiration and ran a test over night. After test unit was put through its performance checks and est and unit did pass. According ip biomed, unit was then put back into service with no further problems."

Event description:
The following description of the event was copied from the user facility medwatch report. The pt was receiving the manual ventilation in order to administer survana via endotreacheal tube. The ventilator had been placed in the "suction mode" mode and was disconnected from the pt. Upon re-connecting the patient to the ventilator, the ventilator failed to initiate ventilation and all controls and displays were inoperative. The ventilator was removed and taken to the biomedical dept for eval. The pt was supported via manual ventilation (and ECMO) while a new ventilator was set up. The pt vital signs remained stable through out the incident." "Device usage problem: device malfunciton - that is, the device did not do what it was supposed to do".